Manufacturer narrative:
Device evaluation: one device was received and evaluated for the bolus button locked out < 18 clicks complaint. Device#: 053294-a was inspected, and the bolus mechanism was verified to have operated as intended. The complaint about this device in relation to the report of hyperglycemia could not be confirmed.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), v-go 20, novolog insulin patient for 3 years. Spoke with patient and spouse. The patient is reporting that the bolus button did not work she was not receiving the insulin. For this case she is reporting that the bolus button was stuck, did not move. She reports elevated blood sugar readings 500 after wearing the device for only a few hours and bolus button did not work, it was stuck. She denies using all bolus clicks and recalls it may have been the first clicks she tried for the device. She does recall the ready start button was pressed and it did click. The patient was alerted elevated blood sugar, tried to give bolus clicks and the button was stuck and did not work. Since this has happened before she knew she was not receiving the insulin. She removed the v-go device, applied new device and gave additional insulin. Blood sugars started to decline to normal range. No additional medical treatment or follow-up was needed. While wearing the device she denies any leaking or release of the needle start button. When removed, the device was filled with insulin. A blood glucose reading 400 or greater is considered serious. Client reported blood glucose 500, can be serious with recurrence.

Event description:
The patient reported that their v-go suddenly stopped dispensing insulin when they clicked the bolus button and caused hyperglycemia. No additional information was provided at intake. It was reported that the device is available for return to the manufacturer for evaluation. However, to date, has not been received.